Event description:
It was reported that during a ureteroscopy procedure for kidney stones, the fiber used cracked, and the energy was emitted through this crack. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber returned in one piece, there was no physical break or damage to the fiber body. The microscopic analysis determined the fiber rip was in good condition, and the connector had burn marks on the connector face, that could be caused by a prolong use of the device and/or the blast shield being damaged. The fiber was functionally tested confirming the aiming beam was dim. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face and leading to the dim aim beam. The fiber break complaint was not confirmed. Based on analysis results the fiber showed signs of normal usage and there was no fiber damages identified that could have caused or contributed to the reported. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a ureteroscopy procedure for kidney stones, the fiber used cracked, and the energy was emitted through this crack. Due to this, the procedure was completed using another device. There were no patient complications.